Event description:
It was reported that during a procedure on (B)(6) 2026, the 95cm emboguard 87 balloon guide catheter (bgc) (bg8795c / 10121177) was successfully ¿carried into the internal carotid artery.¿ the red 68 reperfusion catheter (penumbra) was then inserted into the emboguard bgc, ¿with downstream microguide and microcatheter to improve navigation, causing the arc carrier catheter to break. You had to remove all devices and replace the system.¿ there was no significant delay to the procedure. On 04-jun-2026, additional information was received. Per the information, the procedure was to treat an ischemic stroke targeting an occlusion in the m1 segment of the middle cerebral artery. The statement ¿the arc carrier catheter to break¿ was clarified as follows: ¿the emboguard fractured at the level of the aortic arch curvature. The catheter was damaged but remained intact, as it did not separate into two or more pieces.¿ the emboguard was not inflated prior to the reported issue; the balloon did not rupture. The information indicated that there was no patient harm; no intervention was required as there was no patient harm. The reported device damage caused a delay in the procedure of approximately 10 minutes. The patient is in stable condition and has been discharged to home. There was no prolongation of hospitalization reported. The emboguard was removed and replaced with a flowgate2¿ balloon guide catheter (stryker) and the procedure was successfully completed. The information indicated that the [emboguard] is still retained by the pharmacy and ¿will be released after the next week.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (10121177) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.